Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A pre-procedure computed tomography (CT) was completed measuring the ostium average 20mm. Transesophageal echocardiography (tee) measured 14-19mm. Fluoroscopy imaging measured 22mm. A watchman access system (was) and 27mm watchman flx pro closure device and delivery system (wds) were selected for use to start the procedure. The 27mm wds was advanced and deployed. The device was unsheathed to flx ball, and the position was proximal. The 27mm closure device was recaptured multiple times with two (2) partial recaptures and one (1) full recapture completed. The physician decided to downsize to a 24mm wds. The 24mm wds sat in the right position, but did not pass the tug test (anchor) as part of position, anchor, size and seal (pass) criteria. The 24mm closure device was recaptured multiple times with two (2) partial recaptures and three (3) full recaptures. The physician decided to attempt to land deeper position and exchanged to a 20mm wds. The 20mm wds was deployed once, and while assessing the position a pericardial effusion was noticed. The 20mm closure device was not in a position to meet pass, so the physician decided to abort the procedure and remove the 20mm closure device. The 20mm closure device was in a flx ball position before all movement and the physician resheathed to recapture the device(s) each time. The physician administered protamine to the patient. After reviewing the pericardial effusion, it was decided not to tap and to just monitor the patient. The patient and the effusion were monitored for forty-five (45) minutes. The patient remained stable, so physician decided to extubate and keep the patient overnight to monitor. No intervention was required to treat the effusion.